Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. It is likely from the provided information, that the foreign material remained due to reprocessing being deviated from instruction for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited air and water nozzle had foreign objects. There was no patient involvement.